Event description:
It was reported that the ventricular lead exhibited high impedance during implant. The lead also had difficulty inserting into header of pulse generator. The lead was not implanted and a new lead was used.

Manufacturer narrative:
Final analysis found that a complete lead was returned. The insulation was found to be out of specification at 2.759 mm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.